Manufacturer narrative:
Internal report reference number: (B)(4).test strips were not returned for evaluation. Complaint was forwarded to packaging and internal evaluation was completed. Packaging records were reviewed, no abnormalities observed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: (B)(6): there was not enough information to determine the (B)(6). Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Customer states that she purchased a vial of strips and when she opened the box, the protective wrapper that should have been on the actual vial was not there. Customer advised that the box was sealed and intact and there were no visible signs of damage. Customer did not use any of the strips from the vial. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.